Manufacturer narrative:
An event of difficulty removing the delivery system was reported. A returned device inspection, to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, confirm (under fluoroscopy, using orthogonal views) that the retainer tabs have detached from the delivery system retainer receptacle."

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using an a large flexnav delivery system. The valsalva diameter was measured to be 33mm and the valve orifice area was 532 cm2. There was sufficient calcium to allow anchoring of the device and the calcium score was 6000. A pre-implant balloon aortic valvuloplasty was performed using a 22mm balloon dilation catheter (bdc). During the first attempt, the bdc slipped but on the second attempt, the bdc expanded. The delivery system was then advanced, and the valve was deployed. At 80% deployment, the valve position was checked, and it was seen that the valve position was shallow at 3mm from the non-coronary cusp (ncc) and 1mm from the left coronary cusp (lcc). The valve was recaptured and redeployed at 5mm from the ncc and 2mm from the lcc. However, the left side of the valve was still shallow and therefore, the valve was recaptured again. At this point, left bundle branch block (lbbb) was observed on the electrocardiogram (EKG). After three minutes, it was decided to slowly release the valve. The physician stated there was little tension on the delivery system during final deployment. The final implant depth was 3mm from the ncc and 2mm from the lcc. When the delivery system was removed, the nose cone interfered with the ncc side of the valve, and it slowly migrated slightly upwards. The valve ended up -3mm past the ncc and -1mm from the lcc. Acute aortic regurgitation was seen, and the patient's blood pressure dropped. The gradient following implant was 10 mmhg. Then a 26mm non-abbott valve was deployed. Ballooning was performed during the non-abbott valve implant, and the ballooning caused the navitor valve to shift further upward. The final valve placement was -10.5mm from the ncc and -10mm from the lcc. The patient vital signs stabilized, and aortic regurgitation resolved after the non-abbott valve was implanted. The patient remained hemodynamically stable throughput the procedure and there was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.